Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagogastroduodenoscopy with radiofrequency ablation procedure, the customer had a defective guidewire that was used with the catheter. The patient suffered a mucosal tear at the upper esophageal sphincter that occurred prior to balloon inflation. The procedure was aborted and a repeat procedure has been scheduled. There was no harm to the user, no unanticipated blood loss and no extension to the procedure due to the alleged malfunction. The catheter is being returned, but the guidewire is not.